Manufacturer narrative:
B5 additional information was added. D9 device was received and date returned was added. H6 type of investigation code was updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Additional information was received. The impella flows appeared to be saturated. The customer noticed a kink in line due to the purge alarm, followed by dampened waveforms. The pump was on p-4 with flows at 3.0 liters per minute. The pump was increased to p-6 with 3.2 liters. It was recommended to replace the pump which was reported to have been done.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of saturated flow was due to biomaterial ingestion based on product and log analysis review with no heparin/bicarb in purge solution during first 9 hours of support. The cause of high purge pressure based on data log review, product analysis and clinical review was likely due to biomaterial ingestion based on the gradual rise in pp trend post mc spike and also due to temporary purge line kink which likely occurred when the purge system was already blocked and the pp resolved quickly within seconds during 20 minute hpp event. The cause of purge system-(twist, bent, kinked) was due to catheter and purge line being kinked during support due to some excessive force, twist or pull based on return product analysis.

Manufacturer narrative:
B5 additional information provided.

Event description:
Us clinical narrative: (updated 2026-5-27). With further inquiry the team did reveal the alarm, that was observed at the time they saw the kinked purge line, was for high purge pressure. Impella flows appeared to be saturated. To troubleshoot the pump on p-4 with flows at 3.0l/min was increased to p-6 with 3.2l. And final recommendation was to replace the pump. An impella cp was inserted via the femoral artery to support the 54-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The pump support was placed but the patient suffered a cardiac arrest and required CPR resuscitation. The alarm of "in aorta" triggered and the team repositioned the pump under echo imaging and the flows were noted be saturated. The saturation prompted the team to replace the cp with a 2nd cp pump. The access site was seen to have a small hematoma. The bleed was minor and no intervention was deemed necessary. While on the 2nd pump the patient did expire. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
The pump is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 54-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The pump support was placed but the patient suffered a cardiac arrest and required CPR resuscitation. The alarm of "in aorta" triggered and the team repositioned the pump under echo imaging and the flows were noted be saturated. The saturation prompted the team to replace the cp with a 2nd cp pump. The access site was seen to have a small hematoma. The bleed was minor and no intervention was deemed necessary. While on the 2nd pump the patient did expire. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.